Event description:
Our office in (B) (4) reported a female pt experienced a stinging sensation when she put on lenses after using consept quick to care for them. The lenses had been soaking for 2-3 days after adding the neutralizing solution. The pt has used the system for 2 years without trouble.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. Chemistry eval results of retained unit from the reported lot were within specs. Chemistry eval results of the complaint unit did not meet product specs. Catalase activity did not meet specs.